Manufacturer narrative:
(B)(4). Improper disconnection during therapy is a known cause of this alarm. This is also a report of use error, where a patient reused single-use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. The guide also instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis therapy. During troubleshooting, it was discovered the patient disconnected without proper procedures and then reconnected. The patient then restarted therapy using the same supplies. Proper procedures per the user manual were reviewed with the patient. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.